Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-be12 and lot number 77941243 combination found no related information. Unknown device disposition.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a left tka procedure (during which time the patella was not resurfaced). On (B)(6) 2015 the patient underwent a left bearing exchange/patelloplasty procedure ((B)(4)). During the revision the original bearing implant, ar-503-be12, lot 77941243 was explanted and a new bearing implant and patella implant were implanted.